Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2011 due to a reported device problem subsequent to a "major trauma" and use of electrocautery during a spinal surgery. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2011.